Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2011 the device failed its weekly self test due to a low battery. The device remained in fault mode until (B)(6) 2011. In between (B)(6) 2011 there are 4 events where the device passed weekly self tests before failing for a low battery. A new pad-pak is inserted on (B)(6) 2011 and performed until (B)(6) 2012 when the device fails again due to a low battery. The problem with the device was attributed to a faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.